Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Batteries were charged and checked with battery charger (lg 1480) and the batteries were determined to performing adequately. (B)(4).

Event description:
On (B)(6) 2013 the maquet service technician, ssu-(B)(4) reported cardiohelp unit (B)(4) gave a battery defective error display. (B)(4).